Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection with purulent secretion at the incision site. The recipient underwent draining of the secretion. On (B)(6) 2012, the recipient was treated with clindamycin for 10 days. The purulent secretion reoccurred along with pain. The recipient was advised non use of the device. On (B)(6) 2012, the recipient was treated with clindamycin for 10 days, however, the issue was not resolved. On (B)(6) 2012, the recipient underwent removal of necrotic mastoidal tissue and the recipient's device was explanted. The recipient's infection resolved. The recipient was implanted with another advanced bionics cochlear device on the contralateral side.